Event description:
A home patient (hp) contacted global technical services to report a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during initial drain. The technical service representative (tsr) advised the hp that air had entered the set up. The tsr instructed the hp to close transfer set and all clamps and to cycle power to clear the alarm. The tsr further advised the hp to start over with new supplies. The hp confirmed to start over with new supplies. On (B)(6) 2010 product surveillance spoke with the hp who stated he did not develop any adverse events or need any medical intervention. The hp stated he hasn't had any issue since and resumed therapy without further incident.

Manufacturer narrative:
(B)(4). The product sample has been requested but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240 (air in set). One used cassette was received in reference to system error 2240. The cassette was visually inspected with solution noted throughout set. The cassette was placed on a machine for priming and run with no alarms noted. No manufacturing abnormalities were noted during visual inspection. The reported condition was not confirmed. Based on the information obtained during baxter's investigation, the root cause of the alarm was not determined. A batch review was not performed because lot information was unknown. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).